Event description:
Rn spiked the bag of platelets with the usual y -type blood tubing set, when she flipped the bag over platelets poured out of a crack in the tubing at the bottom of the piercing pin.